Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges infusion set plaster does not stick. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
One unopened cannula was tested for self-adhesive force. No abnormalities were detected. It is not possible to perform a self-adhesive test on a used device.